Event description:
It was reported to the device MFR that a pt experienced a burn on his chest underneath where the white (ra) electrode was located.

Manufacturer narrative:
(B)(4). Since there is no medical opinion available as to whether the burn the pt reportedly sustained should be classified as a serious injury, we will consider that a serious injury was sustained and report the incident as a precaution. The device and ECG cable are currently undergoing eval by the device MFR. A final report will be submitted when the investigation is complete.